Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated he noticed that the meter display was faint. A display check was performed and the display was too faint to read the segments. The customer did not treat or report for any results he could not accurately read and did not allege any misinterpretation of results. He said he stopped testing because he could not read the results.